Event description:
In the patient cubicle the gcx mount that is to hold the phillips monitor in place fell down suddenly and unpredictably, striking the employee on the bridge of her nose. When the gcx mount gave way, it crashed down onto and crushed an approximately 10 inch oscillating fan which decreased the impact of the mount and monitor on this employee's nose. Otherwise this blow could have been devastating to the employee. The device is available for on-site evaluation.